Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to the server. A technical support specialist (tss) connected to all in one (aio) app server and verified that central processing unit (cpu) and memory usage had improved significantly. The tss was able to log in without any delay or error and spoke with the customer, who confirmed that the issue was resolved by ecsmi adding more ram. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, unable to sign-in to server. The customer reported that the malfunction impacting workflow. There were no adverse events or injuries reported based on this incident.